Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the intensive care unit after they presented to the emergency room with ventricular fibrillation. The patient was shocked multiple times and was placed on temporary right ventricular assist device support and incubation. Their lactate dehydrogenase was elevated, and an aortic rooted thrombus was noted.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists death, cardiac arrhythmia, right heart failure, respiratory failure, hemolysis, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and other neurological events (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia and thromboembolism as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. This section outlines indications of thrombus as well as how to respond to such events. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Under ¿right heart failure,¿ this section outlines indications of right heart failure as well as possible treatments. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additionally reported that the patient experienced syncope, and their boston scientific implantable cardioverter defibrillator (ICD) had fired during the vf episode. It was unknown if the patient had vf prior to implant, but the patient did have an ICD implanted prior to implant. The vf was not thought to be device or therapy related. The patient was confirmed to have right heart failure prior to implant, and a device related issue did not cause or contribute to right heart failure. The aortic root thrombus was not resolved, and the patient was made comfort care and passed away on (B)(6) 2025. The device was not considered to be device or therapy related, and the device operated as expected.